Event description:
It was reported that a female patient had to have surgery to her hip because of a previous accident that resulted in a broken hip. She was in the hospital when the bed allegedly collapsed, customer stated a weld gave way. Hospital welded the side that broke down, painted it and connected both pieces with a pair of nuts and bolts from each side. It will almost be impossible (after the tampering of said device) to determine cause or contributing factors. Ra# 24489 was issued to get bed back. Bed in question is a homecare bed that was placed in a hospital situation for use.